Event description:
Patient with known silicone ruptured left breast implant for about twenty years. These implants were placed in 1970's. MRI of left breast reveals evidence of extracapsular and intracapsular rupture. Left breast implant was sent to pathology. 9x8x4cm fragmented breast implant exuding gelatinous and clear tenacious material. The implant is markedly disrupted and there are no legible inscriptions noted.